Event description:
User alleges they were using .3% hydrogen peroxide/distilled water solution in the hl-90 water tank for cleaning purposes. The user stated they performed a culture of the water tank and the test results came back positive for pseudomonas aerginosa.